Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure the stent dislodged. The lesion being treated was located in the superior mesenteric artery. During the procedure, the physician attempted to pull the express sd stent delivery system back into the guide catheter. The stent delivery system was not coaxial to the guide catheter and the express sd stent dislodged inside the patient. The stent was deployed in a collateral location and another 6.0x18mm stent was placed in the superior mesenteric artery. There were no reported patient complications and the patient's status is fine.